Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009 under 1717344-2009-00600. A visual inspection of the incident device revealed tissue in-between the jaws. When latched closed, the jaws aligned properly to each other. The handle opened and closed the jaws normally and the knife extended and retracted normally when activated with the trigger. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking.

Event description:
The customer reported that the device jaw was locked on the vessel, but the handle was in the open position. Another device was used to cut the jaws from tissue. There was no patient injury.